Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the shield/cap/stopper is different color/shade or faded. The following information was provided by the initial reporter: a grey tube closure in white tubes rack.

Manufacturer narrative:
H.6 investigation summary: material # 365301. Lot/batch # 2227736. Bd received one hundred (100) samples and two (2) photos for investigation. Evaluation of both indicated an incorrect cap (grey) had been applied to the sstii tube (translucent cap). Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of incorrect cap color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.